Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during rewind. Customer¿s blood glucose was unknown at the time of incident. Customer also reported that the insulin pump had a motion sensor test failure alarm. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). The motor was tested outside of the device and passed. Unable to confirm motion sensor test failure alarm due to motor error alarm.